Event description:
The customer reported via phone call that his insulin pump alarmed motor error during priming as well as compromised force sensor system. The customer explained that the piston was making contact with the reservoir and then would start to grind. The motor error alarm then occurred. The customer's blood glucose was 158 mg/dl. While troubleshooting, it was found that the drive support cap was sticking out. The customer was advised that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. The customer was able to complete the rewind sequence. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, cracked reservoir tube window corners, a cracked reservoir tube lip, minor scratches on the lcd window, and a loose/flush drive support cap.